Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the cable crimp from the wrist control cable at the grip hub dislodged. As a result, the instrument failed for imprecise motion. The cable crimp was captured inside the welded grip. Additional observations related to the customer-reported complaint: the instrument was placed and driven on an in-house system and passed the recognition and engagement tests. During functional evaluation, a lag in grip response was observed, resulting in imprecise motion during gripping and ungripping. This behavior was consistent with the dislodged cable crimp and correlated with the reported issue. The probable root cause dislodged cable crimp and imprecise motion is attributed to component susceptibility to damage during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hook on the wrist did not rotate properly on a permanent cautery hook instrument. It was stated that there was no tissue damage. A backup instrument was used for the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.